Event description:
It was reported that during an exploratory lap with repair of ruptured gastric procedure, the device formed incomplete staples when fired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.